Event description:
The tightening knob broke off after being tightened and extraction force applied to the handle. When untightened to get it off the head or screw would not reverse and broke. The surgery was extended by 20 minutes.